Event description:
It was reported that during use of a vigilance ii continuous cardiac output/oximetry/continuous end diastolic volume (cco/svo2/cedv) monitor and a flotrac connecting cable (apco9), the displayed blood temperature (bt) suddenly decreased from 37 degrees c to 30 degrees c, influencing the cardiac output (co) value. The customer surmised that the bt value was demonstrably incorrect and the cable was replaced; however, the symptom was not improved. No alert or alarms were reported with respect to this event ¿ therefore, in what way the user was alerted to the incorrect values could not be determined. No patient compromise occurred, as no treatment was initiated in response to the erroneous values.

Manufacturer narrative:
Correction - the associated cable was a 70cc2 cable. The monitor was manufactured 17-jun-2008 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The monitor has met its useful life. Examination of the returned monitor was unable to replicate the customer¿s complaint. Over 36 hours of burn-in testing, fatu final testing and safety testing were performed. An additional report was submitted for the associated cable (see 2015691-2014-01135). Examination of the cable was also unable to confirm the customer¿s complaint. Cirris functional testing and ¿sr720¿ cable testing results support that the cable met all functional testing. Although another issue was identified where the resistance value of the signal line in a cable was out of specification due to wears and tear, the issue was not considered a factor in the customer¿s complaint. The cable will be scrapped. In conclusion, the cable may reasonably also be excluded as a contributor to the reported event. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to perform appropriately.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, conclusion, and the MDR report number for the system-related flotrac connecting cable (apco9).